Event description:
Complainant alleged that during biomed testing the device inapropriately shut down and self-booted. Complainant indicated that there was no patient involvement in the reported malfunction.